Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp's) compressor output test failed during preventive maintenance (pm). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device (10/3233): it was reported the compressor could not maintain constant pressure during preventive maintenance. To fix the issue a getinge field service engineer replaced the scroll compressor assembly. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.